Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a dislodged cautery hook at the distal end. The hook was not fully intact at the molded insulator and as a result failed both electrical continuity and energy delivery tests. The hook was found to be protruding out. During disassembly, the conductor wire was pulled slightly to be stripped for continuity test and the wire came out of the monopolar yaw pulley, indicating that it was broken at the distal end. The complaint was confirmed by failure analysis. .

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook instrument was not working. The instrument stopped moving and would not cauterize anymore. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported.